Event description:
It was initially reported to bsc/target that during the procedure there was friction in the tracker excel-14 with the gdc-10 3d coil. Both items were removed and started over again. However, upon analysis of both devices on april 12, 2001, it was found that the gdc-10 3d coil was detached inside the tracker excel-14 catheter; therefore, this complaint became an MDR. The condition of the pt was not affected in any way by this event.